Event description:
Pt's dialysis was initiated via left subclavian catheter at 10:30 am. Approx 20 minutes into the treatment, an alarm indicating low arterial pressure sounded. All lines were checked and found to be straight and free of kinks. The alarm again sounded 5 minutes later. The lines were again checked, including the connections, and the entire extracorporeal circuit was visualized. The pt was alert and oriented and instructed to keep her hands away from the catheters, as this is known to occasionally trigger the alarm. The alarm sounded a third time 5 minutes later. There was blood noted on the pt's chest and on the floor. The pt was unresponsive. Nine-one-one was called for emergency assistance. The pt's physician was notified. Fluids were administered and resuscitation efforts were initiated. Fire rescue arrived, defibrillated and intubated the pt and transported her to (B)(6). She expired later at that facility.